Event description:
A report was received that the patient had pain at the ipg site. It was noted that the ipg was irritating and that pain was due to its location. The patient underwent an ipg revision procedure and was doing well postoperatively.